Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 22nd may, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated that acrylic finish had broken latches and item has already fallen out during surgery. There was no damage to the patient. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d2 product code. D4 version of model, d4 unique identifier (UDI)#, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd may, 2024, getinge became aware of an issue with one of surgical lights - lucea 100. It was stated that acrylic finish had broken latches and item has already fallen out during surgery. There was no damage to the patient. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - lucea 100. It was stated that acrylic finish had broken latches and item has already fallen out during surgery. It was confirmed by photographic evidence that headlight covers were cracked with missing particles, the paint was peeling from spring arm and fork, the caps from spring arm and suspension arm were missing and the label was chipping. There was no damage to the patient. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d1 brand name: lucea 100, corrected d1 brand name: lucea led®, previous d2a product code. Ftd, corrected d2a product code. Fsy, previous d4 version of model#: none, corrected d4 version of model#: ardlca219003a. Previous d4 unique identifier (UDI)#: n/a. Corrected d4 unique identifier (UDI)#: (B)(4), previous h3a device evaluated by manufacturer: no, corrected h3a device evaluated by manufacturer: yes, previous h3b device not eval provide code: other, corrected h3b device not eval provide code: n/a, previous h3c if other provide code - explain: device not returned to manufacturer, corrected h3c if other provide code - explain: n/a, getinge became aware of an issue with one of surgical lights - lucea 100. It was stated that acrylic finish had broken latches and item has already fallen out during surgery. It was confirmed by photographic evidence that headlight covers were cracked with missing particles, the paint was peeling from spring arm and fork, the caps from spring arm and suspension arm were missing and the label was chipping. There was no damage to the patient. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, the device has been repaired by replacement of the parts. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information received by getinge, the issue occurred during surgery. Root cause analysis was performed by subject matter expert at the manufacturing site. As they stated, cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. (Blue 80 / lucea 100: ard569010100). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated that acrylic finish had broken latches and item has already fallen out during surgery. It was confirmed by photographic evidence that headlight covers were cracked with missing particles, the paint was peeling from spring arm and fork, the caps from spring arm and suspension arm were missing and the label was chipping. There was no damage to the patient. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.